Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during an open reduction and internal fixation (orif) of the proximal humerus, surgeon was using reduction forceps with points broad-rachet from the locking compression plate (lcp) small fragment tray to maintain reduction and plate placement on the humerus. While grabbing another instrument, the surgeon bumped into the forceps clamped onto the plate, knocking it onto the ground. As a result, one of the tips of the reduction forceps with points broad-rachet broke. The broken forceps were removed, easily, without patient harm. The tip of forcep was located immediately and the surgery continued with the used of another reduction forceps with points broad-rachet from the lcp small fragment tray. There was no surgical delay. Procedure outcome and patient status is unknown. Concomitant device reported: unknown plate (part#unknown, lot#unknown, quantity 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is synthes sales consultant. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.